Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was not reproduced. System error 105 was confirmed through a review of the event history log. Evaluation found excessive motor bearing wear with black material around the bearing. External evaluation found impact marks on the motor tape from the lower bearing housing and an impression on the processor board shielding tape and backflex. The motor assembly was replaced.